Manufacturer narrative:
Pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Pump received with corroded battery tube, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 352 mg/dl at the time of the incident. Customer declined troubleshooting of the high blood glucose. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.